Event description:
New information received on 4 apr 2020, indicates that the physician did not allege that the pacemaker system caused or contributed to the infection. The patient was started on antibiotics.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-03792, 2017865-2020-03797. It was reported that the patient presented with an infection. The pacemaker system was explanted. Further information was not available.